Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the heavily calcified, mildly tortuous, 85% stenosed anatomy resulted in compromising the stent such that during 1st inflation resulted in the reported stent dislodgement. The treatment appears to be related to the operational context of the procedure as another same size xpedition was advanced to the dislodged stent and was deployed over it, to embed it in the lesion. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous, 85% stenosed, left anterior descending (lad) artery. A 2.75x48mm xience xpedition drug eluting stent (des) was advanced to the lesion and upon the 1st inflation, the stent became dislodged and caught on the lumen. Another, same size xpedition des was advanced to the dislodged stent and was implanted over it, to embed it in the lesion. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.